Manufacturer narrative:
Concomitant medical products: 694758 lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy to the patient due to antegrade conduction. The ICD remains in use. No further patient complications have been reported as a result of this event.